Event description:
It was reported the programmer will not turn on and has no power. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the programmer does not power up. A root cause for this issue could not be identified but the link electronic module (lem) board was replaced. A detailed analysis was then performed on the lem board. This analysis found that a ceramic capacitor had shorted causing the power supply and the programmer to shut down.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the programmer does not power up. A root cause for this issue could not be identified but the link electronic module (lem) board was replaced.